Event description:
It was reported that during the preparation of an acculink stent delivery system (sds), as the technician was flushing the unit, there was fluid found leaking from the flush port. The acculink sds was set aside and not used for the procedure. Another acculink sds was used successfully for the procedure. There was no patient involvement and no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The leak was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.